Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 85% stenosed superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. After pre-dilatation with a 5x150mm balloon, the 5x150mm absolute pro self-expanding stent system (sess) was advance to the target lesion and the stent was attempted to be deployed. However, after 2-3 centimeters of the stent deployed, the thumbwheel became stuck. Therefore, the sess was pulled back into the sheath to be removed from the patient. During removal, the deployed portion of the stent became separated. A non-abbott stent was advanced and implanted to jail the separation portion of the stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, the reported activation failure and the reported stent material separation were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the moderately calcified, moderately torturous and 85% stenosed anatomy and/or inadvertent mishandling resulted in the noted device damages (wrinkled sheath, sporadically bent outer member, multiple sheath chatter marks along the entire length of the sheath) resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted bunched stabilizer and the noted multiple internal handle damages (left and right smashed axle pins, smashed thumbwheel spool pin, entangled ribbon) further contributing to the reported difficulties. During removal, interaction with the sheath resulted in the reported/noted stent material separation. As reported, a non-abbott stent was advanced and implanted to jail the separation portion of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d2b - procode.